Manufacturer narrative:
D2b: prosthesis, knee, patellofemorotibial, semi-constrained, cemented, polymer/metal/polymer. D10: concomitants: 1813996, 02-010-01-0360 - logic femoral ps cem right sz 6; 1824858, 02-012-35-6011 - logic tibia ps mod insrt sz 6 11mm; 1950692, 02-012-45-6050 - lgc tibial fit tray cem sz 6f / 5t. Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
It was reported via an exactech knee replacement study, that a 61 yo male patient, who had an initial right knee replacement on (B)(6) 2011, presented with pain with rom and loss of motion. Over that last 2 years, his motion had become progressively worse, and on x-rays, it appeared he had developed patella baja. No action was taken. Date of onset, (B)(6) 2013. The study indicates the event was possibly related to the device and definitely related to the procedure. The implanted liner is part of the recall. No further information.